Manufacturer narrative:
Note: product reference 4433750 is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Investigation results: despite requests, we did not receive the complaint sample nor x-ray pictures for evaluation. Conclusion: without the complaint sample or x-ray pictures, we cannot conclude on the real cause of this incident. Catheter rupture during removal due to encapsulation in the vessel wall is a known complication of the access port implantation. This is a rare incident, no increasing trend is detectable in our complaint database. Consequently no corrective action is envisaged.

Event description:
"Implantable chamber inserted on (B)(6) 2021 in a 7-year-old child in the right external jugular vein as part of treatment for acute lymphoblastic leukaemia. On removal on (B)(6) 2024, the chamber was removed without difficulty but the catheter was adherent to the tissue and required an incision opposite the old puncture scar of the right external jugular vein. Discission of the catheter, which is porous. Removal of the catheter after prolene 5.0 suture of the right external jugular vein. This was an isolated event with no patient consequences."

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576.. Device history record: batch number 36970736 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No similar complaint was reported on this batch released in november 2020. Summary of investigation: the device was returned for investigation. Visual inspection of the returned device: we received the access port housing, the connection ring and the catheter for investigation. The access port housing is contaminated by blood. The catheter is cut clear into 2 pieces: a 1.8cm long piece of catheter is still connected to the access port housing. The distal extremity of the catheter is 14 cm long, its surface is rough and calcified. - dimensional measures: the inner and outer diameters of the catheter were verified. The dimensions are compliant with the defined specifications. Raw material historical review: the raw material used for the catheter batch included in the device kit was verified. It is compliant with the defined specifications and no similar complaints were reported. Complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. Root cause: no manufacturing defect is visible on the returned elements. The received elements allow us to say that the difficulties encountered by the physician during catheter removal results from the catheter encapsulation into the vessel wall. This is a known complication of the access port implantation, especially on children when the polyurethane catheter was implanted during several years and the distal catheter extremity becomes placed high in the vcs. Indeed, when the patient grows, catheter distal tip is more and more positioned high in the vcs. This favors complications like, catheter movements, fibrin formation and encapsulation/integration in the vessel wall. Conclusion: the difficulties encountered during device removal is a known complication of access ports explantation. This event is due to catheter incorporation in the vessel wall. This is not imputable to a device dysfunction or defect. The IFU warms the physician about this risk and the recommendation to follow to avoid it. This is a rare occurrence (<(B)(4)), no further corrective action is envisaged for the moment.

Event description:
"Implantable chamber inserted on (B)(6) 2021 in a 7-year-old child in the right external jugular vein as part of treatment for acute lymphoblastic leukaemia. On removal on (B)(6) 2024, the chamber was removed without difficulty but the catheter was adherent to the tissue and required an incision opposite the old puncture scar of the right external jugular vein. Discision of the catheter, which is porous. Removal of the catheter after prolene 5.0 suture of the right external jugular vein. This was an isolated event with no patient consequences."